Manufacturer narrative:
(B)(6) subject device was not received for evaluation. Review of the device history records could not be performed due to the lot number not being provided. A complaint history review could not be performed due to the lot number not being provided. Per results of the investigation, there is ¿insufficient information to determine root cause¿. At this time, no further investigation is warranted. (B)(4)

Event description:
During a left shoulder stabilization procedure utilizing the 2.6mm drill bit with depth stop and 2.3 bioraptor suture anchors, it was reported that, the first anchor was placed successfully. While the surgeon was drilling his second hole to place the second anchor, the doctor believes that the drill touched the first placed anchor causing the tip to break off. It was reported that the tip of the drill is embedded inside of the patient's bone and was not removed. It was reported that the fragment is fully buried with no protrusion into the joint. It was reported that a backup device was available. The surgeon drilled a new hole with the backup device and proceeded to place the second anchor successfully. (B)(4)